Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been hospitalized on multiple occasions for diabetic ketoacidosis (dka). The contact did not have any further information regarding the hospitalizations. The customer reverted to using insulin injections to manage diabetes. The customer's healthcare provider agreed to retrain the customer on the use of the pump.